Manufacturer narrative:
The device was returned for analysis. The reported defective suture was confirmed as the posterior needle and cuff remained partially inside the foot pocket (incomplete blow through). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The suture was defective during the use of the pre-close technique with proglide device. The sheath was upsized to greater than 8.5f. A new proglide was used and no patient effects were reported. No additional information was provided.